Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the 1st obtuse marginal. One day post index procedure the patient suffered coffee ground emesis- gi bleed. The patient was on dapt at the time of the event. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.